Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 24-jul-2023 . H6: investigation summary: the customer reported leaking above safety clamp, and returned the affected sample. The sample verifies the complaint with a hole in the silicon. Investigation at the plant found no issue with the manufacturing process. The root cause for this type of failure is sometimes traced to user error, we urge the customer to load the pumping segment carefully. Device history record review for model 2420-0500 lot number 23033255 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that during use with bd alaris¿ pump module set leakage occurred from hole above the safety clamp. The following information was provided by the initial reporter: IV infusion line leaking from detected hole above safety clamp.

Event description:
It was reported that during use with bd alaris¿ pump module set leakage occurred from hole above the safety clamp. The following information was provided by the initial reporter: IV infusion line leaking from detected hole above safety clamp.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.